Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during abdominal wall hernia repair, the device did not fire, for the 1st firing the doctor, tried to squeeze the device for the test, but it could not be squeezed and it did not fire. After that, a new cartridge was attached, but the condition was the same. A new product was used in the procedure. The event occurred during the procedure, but the product was not used for patient. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted no abnormalities. One preloaded 10r device loading unit (dlu) with was received preloaded on the device. Microscopic inspection noted scratches on the inner tube of the dlu. The handle was actuated and it was fired down on test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack seated properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu). The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.